Manufacturer narrative:
Per tandem user guide: do not reuse cartridges. Reuse of cartridges may result in over delivery or under delivery of insulin. This can cause hypoglycemia (low bg) or hyperglycemia (high bg) events.

Event description:
It was reported that the insulin gauge was inaccurate. Reportedly, the customer reused the cartridge. Tandem technical support informed the customer that reusing the cartridge is off label per the tandem user guide. Additionally, it was reported that occlusion alarms occurred. A replacement pump was sent to resolve the issues. There was no reported adverse impact to the customer's blood glucose level.